Event description:
The reporter stated that the tubing on some of the transducers is not bonded to the syringe and should be. There was not patient injury or treatment associated with this report.

Manufacturer narrative:
Four unused, unopened samples were received with the solvent connections intact and secure. The connections were pull tested and all exceeded minimum pull force requirements. The reported sample was not received. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months, the device history record was reviewed with no issues noted. Smiths was unable to confirm the issue with the samples received or determine a possible cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.